Event description:
The following information was reported: button 1 could not be pushed down completely to pull back to button 2. The device was removed and manual compression was applied for 35 minutes. The patient was hospitalized for reasons un-related to the mynx device/mynx procedure. Procedure type: intervention coronary stick location: medium sheath size: 6f.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lhr (lot f1431101) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. (B)(4).